Event description:
Customer reported being hospitalized due to high blood levels. Customer had been vomiting all day prior to hospitalization. Troubleshooting was performed and found that the customer has received a "no delivery" alarm. Customer reported that pump vibrated, but nothing came up on the screen, pump is returning for analysis.